Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA/FDA) action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged medical device report (MDR) retraction: the initial MDR with manufacturing report number (3003442380-2025-10149), was submitted on 30-may-25, is being retracted. Upon receiving reassessment and clinical review done on 23-jan -2026, it was found that there were two cases with the exact same description. After a query was sent and a response received, it was confirmed that all three complaints belonged to the same patient. Therefore, complaints (B)(4) is retracted and confirmed as cancelled, with complaint (B)(4) being final for reporting. Due to this, the case has now been determined to be duplicate. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room and eventually got hospitalized on (B)(6) 2024 due to diabetic ketoacidosis (dka) and hyperglycemic event. Blood glucose level was over 400 mg/dl at the time of the event. The duration of hospitalization was greater than 24 hours. Patient got treated with intravenous (IV) fluids. Patient was found positive for high ketones level. No further information was available.